Event description:
In the nicu, a pt received a bag of tpn that was later found to have 10-20 times to amount of potassium phosphate than it should have. The pt had a "rhythm problem". The tpn was stopped, the pt was given calcium, and the serum potassium levels came down.